Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Meter and strips were not expected to be returned. Pt info was not known. Product accuracy testing was performed on retained strips. Test results pass accuracy criteria. Product deficiency was not established. There is no sufficient info to determine the root cause of end-user's discrepancy. No corrective action is required, as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.0; reference: 1.9; mean: 1.45; confidence-limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. In-house accuracy test. Test date: donor 1 ((B)(6) 2009), donor 3 ((B)(6) 2009). Meters sn: in-house meters (B)(4). Retained strip ln: 213037a. Comparative sys: sysmex 560, 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These met the above criteria, and then no further action is required. No strip deficiency was established.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.0; lab-inr: 1.9. Meter-inr: 1.5; lab-inr: unk.